Event description:
It was reported that pump experienced recurring cartridge alarm during use, and alarm returned even after attempt to load new cartridge. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy while technical support arranged replacement pump, confirmed shipping details, and instructed customer to place pump in storage mode and return it within specified timeframe, which customer understood and acknowledged.